Manufacturer narrative:
Based upon the inquiry info received, the visual examination and the functional test, it was concluded that the instrument was conforming with regard to staples feeding, firing and forming. The instrument was received with excessive dried body fluids and tissue in the cartridge assembly. The instrument was cycled, and fired articulated at 60 and 0 degrees, and properly formed the remaining 11 staples without incident. No conclusion could be reached as to why the reported instrument "jammed" during surgery. Each instrument is evaluated during this assembly process to ensure that staples feed, fire and form correctly. Co strives to understand each incident as it occurs to continuously improve co's products.

Event description:
It was reported the device was used during an unk procedure. It was reported by the affiliate that the device jammed. There was no pt consequence.